Manufacturer narrative:
During failure analysis, the reported events of the device heating up and running in safe mode were not confirmed. However, the device was found to have a corroded motor. Corrosion of the motor can cause the device to heat up due to excessive current draw that is dissipated as heat. Corrosion of the motor can also lead to running in safe mode if there is magnetic leakage onto the hall sensor.

Event description:
It was reported that the u2 drill was overheating and running in safe mode during testing at the user facility. No patient involvement, no adverse consequences, no medical intervention, and no surgical delay were reported with this event.

Event description:
It was reported that the u2 drill was overheating and running is safe mode during testing at the user facility. No patient involvement, no adverse consequences, no medical intervention, and no surgical delay were reported with this event.

Manufacturer narrative:
Failure analysis is in progress. A follow-up will be submitted once the quality investigation is complete. Evaluation in progress.